Event description:
It was reported that during equipment testing conducted by a service engineer that the device was damaged at the end and pieces were missing due to the damage. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a service engineer that the device was damaged at the end and pieces were missing due to the damage. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.